Manufacturer narrative:
The reported event of the ins not communicating with the programmer was confirmed. As received, the cp was unable to connect to the ins due to a depleted battery. When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating the battery had been depleted and had reached end of service (eos). The battery voltage measured below eos level. A longevity calculation could not be performed since the patient settings were not available.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12175. Related manufacturer reference number: 1627487-2019-12174. It was reported during follow up the patient underwent surgical intervention to address the ineffective stimulation. During the procedure the patients drg ins was explanted and a new scs system was implanted. The drg leads were left insitu.